Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: device needs to be sent in for repair because of failure. The device overheats when in use and there are concerns that the battery casing is a part of the problem. No reported patient involvement. No further information was provided. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Actual event date not known. The device is an instrument and is not implanted/explanted. The investigation could not be completed and no conclusion could be drawn as the device has not yet been returned. Placeholder.

Manufacturer narrative:
(B)(4): no service history review could be performed. The item has not been in for service. There is no information relevant to the current complained issue. The manufacture date of this item was may 03, 2007. During the pre-repair diagnostic assessment, the service technician identified that there were no failure identified. (B)(4)